Event description:
On 07/09/2024, it was reported by a sales representative via sems-(B)(4) that an ar-1312 glenoid rasp will not fit down a 7x7 cannula (ar-6570, 3347137124) unless a great amount of force and twisting is used. The surgeon insists that this has never been an issue until they received this new ar-1312 glenoid rasp. There was no adverse effects on the patient. This was discovered during a procedure, with no reported patient harm. Additional information was received on 7/11/2024: this was discovered during a rotator cuff repair on (B)(6) 2024. The rasp was forced through the cannula and was able to prep the bone and complete case with no further issues. There was a minimal case delay and additional anesthesia.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or prying/leveraging the device during use.